Manufacturer narrative:
No patient was involved with the event. Manufacturer's investigation conclusion: the reported event of the system monitor not turning on was confirmed. The system monitor (serial #: (B)(4)) was returned for analysis to the service depot and was evaluated and tested under work order #(B)(4). The reported event was confirmed, and the main pcb was determined to cause the reported issue. The main pcb was replaced with a new one and the system monitor functioned as intended. The system monitor was returned to the customer. The damaged main pcb was forwarded for further analysis. The main pcb was visually inspected, and damage was noted to the component q1901, a power mosfet. The pcb was connected to a test system monitor and a calibrated power module and was unable to power on. A calibrated multimeter was used to measure the voltages coming from component q1901 when the system monitor was powered on. These voltages were compared to a working system monitor pcb and were found to be significantly lower than that of a functioning board. No further troubleshooting was performed. The root cause of the reported event was conclusively determined to be due to damage to q1901 on the main pcb. Heartmate iii instructions for use and heartmate ii instructions for use section 4 entitled ¿system monitor¿ set up the system monitor for use as well as how to properly operate the system interface. Heartmate iii instructions for use and heartmate ii instructions for use entitled ¿equipment storage and care¿ and heartmate iii patient handbook and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the monitor refused to turn on. The issue occurred despite replacing the power module and cable. The monitor was placed on another cart and there was still no response. The monitor was returned for evaluation.